Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in device on the posterior side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observations. No penetrating nick. (Stress marks)

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.